Manufacturer narrative:
(B)(4) the rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint device was not returned to fisher and paykel healthcare (B)(4), but a mask from the same batch as the complaint mask was returned and was visually inspected. Additionally each component of the headgear was measured and checked against the required specification. Results: visual inspection revealed no defects with the returned mask. The lengths of each section of the headgear were all found to be within specification. Conclusion: we were unable to determine the cause of the reported problem. The returned mask from the same batch as the complaint mask was within specification. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask and state the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) representative that the rt045 non-vented hospital full face mask was not fitting properly. The mask had slipped down the patient's nose and was only covering their mouth. No patient consequence was reported.